Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a likely mechanism causing the tip detachment is as follows: 1. Spark discharge between the tissue and the electrode occurred during output activation due to the following factors: the high-frequency output was set too high. The output setting for activation was too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2. High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3. A force to exchange the device was applied to the tip. Due to the description stated above , the adhesive strength of the adhesive agent decreased causing the tip detachment. A likely cause of the damage of the electrode is as follows: 1. Spark discharge occurred, and the part of the electrode became hot instantly. As a result, the strength of the electrode decreased. Also, the electrode was scorched. 2. During tissue incision, a load was applied to the electrode which has the reduced strength. This might have caused the electrode to deform. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider, and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.¿ ¿aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath, and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip.¿ ¿always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages, or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform must be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation.¿ this supplemental report includes information added to b5. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The physician reported that bleeding will be controlled while performing the procedure. Tip detachment occurred while the tissue was being exfoliated. Scorching on the cutting knife is frequently wiped up by the nurse. The total procedure time was 1-hour. The average energization time is unknown.

Event description:
A customer reported to olympus that during an endoscopic submucosal dissection in the stomach for incision and removal of a lesion, the tip of the single use electrosurgical knife fell off inside of the patient's stomach. The tip was immediately collected with a collection net. There was a spare device in stock, so the user replaced the device and completed the procedure. There was not a significant delay; only the time it took to replace the device. No additional intervention was required, and no patient harm was noted.

Manufacturer narrative:
Upon evaluation of the returned device, the device problem was confirmed. The tip was missing and it was not sent for evaluation. There was scorching on the electrodes and part of the electrode was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.